Event description:
On (B)(6) 2012, medwatch uf/importer report (B)(4) was received: event desc: piece of grasper teeth broke off into patient and could not be retrieved. (Device was on 6th use.) What was the original intended procedure? Hysterectomy device usage problem: other.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.